Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, shaft break occurred. The target lesion was located in the left anterior descending artery (lad) and diagonal artery. A 6f unspecified guide catheter was used and a non bsc guide wire was placed in the lad and a second wire was placed in the diagonal. An unspecified sized ion stent was advanced over the guidewire in the lad. A 2.75mm x 20mm maverick² balloon catheter was advanced over the guide wire in the diagonal; however, extensive resistance was encountered, causing the shaft of the 2.75mm x 20mm maverick² balloon catheter to break in half inside the patient. The shaft was removed from the patient's body but the distal part remained inside the patient. The unspecified size ion stent was then deployed in the lad. The physician then rotated the 2 guide wires around which grabbed the distal part of shaft to remove it from the body. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, shaft break occurred. The target lesion was located in the left anterior descending artery (lad) and diagonal artery. A 6f unspecified guide catheter was used and a non bsc guide wire was placed in the lad and a second wire was placed in the diagonal. An unspecified sized ion stent was advanced over the guidewire in the lad. A 2.75mm x 20mm maverick² balloon catheter was advanced over the guide wire in the diagonal; however, extensive resistance was encountered, causing the shaft of the 2.75mm x 20mm maverick² balloon catheter to break in half inside the patient. The shaft was removed from the patient's body but the distal part remained inside the patient. The unspecified size ion stent was then deployed in the lad. The physician then rotated the 2 guide wires around which grabbed the distal part of shaft to remove it from the body. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the maverick 2 catheter was received inside a maverick 2 shelf box that matched the information on the device. There was a complete separation of the hypotube. The hypotube was separated 73.5cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. The distal portion (including mid-shaft, inner shaft, balloon, markerbands, tip) were not returned for analysis. There was no evidence that the separation was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).